Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer stylus could not be calibrated, and the caller could not get the cursor to select final reports. The programmer was returned for exchange. There was no patient involvement.

Manufacturer narrative:
Product event summary: no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.